Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) device, the device was exhibiting a higher-than-expected power consumption and associated lower-than-expected battery longevity. Boston scientific technical services (ts) provided the estimated power consumption and battery longevity for this new device and explained it is possible that telemetry during the procedure is causing the device average power consumption to appear higher than predicted. Ts provided guidance to the boston scientific field representative that a boston scientific engineering analysis of device data would be required to confirm the cause. The device was successfully implanted the same day. No additional information was provided and attempts to gather additional information were unsuccessful. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.